Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation reveals that the device is worn and showed heavy use. The laser marking on the device is slightly faded so no lot information was gathered. When the trigger was actuated to test for its functionality, the jaws did not open, thus confirming the complaint. Upon inspection of the device¿s handle, it was found that the link between the handle and the actuator was worn and broken. This failure can be confirmed and can be attributed to field wear. A batch record review was not conducted as the specific lot number was unable to be determined from the complaint device. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during a demonstration in a cadaver lab, it was observed that the arthro suture grasper *ea broke. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.